Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. A leak test was conducted successfully, no leaks were observed. Blood was observed on the adhesive pad. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be determined. Inspection of the download data found no timeouts or drive stalls however the pod generated an 0xd7 hazard alarm indicating power on reset was detected while running. The shelf mode current (smc) was measured to be within specifications. The cause of the generated 0xd7 hazard alarm could not be conclusively determined. The housing vent was observed to be damaged. The timing and cause of the observed damage could not be determined, nor could it be determined if the observed damage attributed to the reported events.

Manufacturer narrative:
It was reported the patient's blood glucose level rose to xxx mg/dl while wearing the pod between x and xx hours. When removed from the infusion site (site), the pod's cannula was found bent. As treatment¿ the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone16.1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 250 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent leaking was observed.